Manufacturer narrative:
(B)(4). Batch m90x20. The device was returned with the tissue pad damaged, melted and 100% present. The blade tip was noted to be complete and in good visual condition. The device was connected to a test hand piece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.additional information received:what ¿tip¿ was falling out of the jaw? The tissue pad melted.did the blade tip break off? -no.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the device was falling out of the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.